Manufacturer narrative:
Previous medwatch submission noted lymphoma-alcl suspected. Upon further information, allergan safety determined that there is no malignancy.

Event description:
Healthcare professional reported right side reason for removal as "alcl." The device has been explanted. Healthcare professional later clarified the reason for removal as anxiety over developing alcl and that device was found ruptured upon removal.

Event description:
Healthcare professional clarified that the reason for removal was due to "anxiety about the possibility of alcl but at the time of explant, the implants were found to be ruptured."

Manufacturer narrative:
Reason for removal: anxiety about alcl.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphoma alcl suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: suspected lymphoma alcl.

Event description:
Healthcare professional reported right side reason for removal as "alcl." Pathological markers were not reported. The device has been explanted.